Event description:
While pt undergoing full-thickness skin graft from pt's neck with local/mac anesthesia with o2 tubing (covered by towel). Near incision, an extended "arc/spark was noted. (A valleylab bovie unit and hand-controlled piece were being used with a megadyne modified easy clean needle tip. A non disposable metal neuro-suction tip was also being used.) The unit, handpiece, and tip were immediately removed from the field. No pt injury. Generator settings: cutting pure 1 coag 30